Event description:
A customer contacted beckman coulter inc. (Bec) stating that their unicel dxc 600 pro synchron clinical system generated false high na, cl and/or ca results for 2 patient samples. The results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on a different instrument in their laboratory and those results were reported out. There was no affect to patients with regard to this event.

Manufacturer narrative:
Thirty minutes prior to the event, level 1 na and ca qc had been out of range high, and cl was out of range low. Level 2 qc was within range, but on the edge of the laboratory's range. Qc was rerun immediately prior to the patient run and came into range. A field service engineer (fse) was dispatched on-site and replaced the carbon bridge which resolved the issue. Instrument performance was then verified. The cause of the issue was the carbon bridge.